Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated that customer received the following results on the mobile system within 2 minutes: 10.7 mmol/l, 7.3 mmol/l and 5.7 mmol/l. The customer "felt low but not ill" and took his insulin based on the 5.7 mmol/l result. No adverse event reported. The manufacturer requested return of suspect product for evaluation.